Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Data review did not indicate an obvious issue. No sensing anomalies were observed. Was reported that the patient received inappropriate therapy due to oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting there was also noise and an apparent lead fracture. No conclusion can be drawn. Interference, lead(s), fracture of, oversensing, shock, inappropriate.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting there was also noise and an apparent lead fracture.